Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported per investigation, it was found that the chiller pump was defective and making a loud noise.